Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an open esophagectomy, an error sound was heard in about 2 hours. When the device was checked, it was found that the electrode peeled away. The electrode was still attaching to the jaw and no pieces fell into the patient. The ceramic was not damaged. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is missing which can be caused by the separation of the electrode from the lower jaw. As the complaint advised that the ceramic was not missing at the time of the event, it is possible that handling and/or transportation may have dislodged the ceramic. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60.